Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt does not have stimulation. The programmer won't communicate with the ipg. It is unk when he lost stimulation or when he last recharged. It has been over a month since the pt felt stimulation. He is considering having his system removed. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.